Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system could not be calibrated. A "calibration failure" error message was observed. The user shut down the system, and turned it back on to resolve the issue. Manual use of the gas delivery system remained available. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.